Event description:
It was reported by a rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon claimed that the clip would not fully occlude the cystic artery and cystic duct. He said he used a full firing stroke, the cycle and clip would not fully close. He finished the case with the ussc endoclip ii clip applier. There was no consequence to the patient.